Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database was not possible for the unknown femoral. A search of the complaint database finds additional reported incidents against lot codes d12091643 and d12090481 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: patient had patella femoral pain.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.